Event description:
Reportedly the patient underwent CABG procedure in 2005. While in the ICU, patient awoke and developed bleeding from the mediastinal chest tube site. Patient was reopened and the surgeon found the bleeding at the proximal suture line at the right coronary bypass graft. The bleeding was controlled and the surgeon felt the sutures were loose on the obtuse marginal graft. The suture was removed and resewn. A right coronary bypass graft was placed on a different portion of the aorta. The patient was closed without further complication.